Event description:
Correction to b5 customer culture results, please see b6 for third-party testing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on correction to results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- insulation < threshold - light guide rod lens (1x) --- cracked - charged coupled device cover lens --- chipped - bending section rubber glue --- worn out - control unit --- mount --- defective thread - air/water cylinder --- scratched - suction cylinder --- scratched - connector --- chemical damage - up down / right left knob --- angulation --- less or specified value - biopsy channel --- incised, cuts however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, after a microbiological routine control on the evis exera iii colonovideoscope, the user detected a gram-positive bacteria (bacilli) contamination during reprocessing. There were no reports of patient harm or any contamination associated with this event.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis indicated a non-conforming result. There was a gram-positive bacteria (bacilli) contamination with a number of viable microorganisms between 5 and 25 cfu/endoscope detected. Given the nature (non-pathogenic flora) and the number of microorganisms isolated, the microbiological quality of the endoscope can be considered as satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based the device evaluation and cds check list. The device was returned to olympus for evaluation. Upon inspection testing of the returned device, no hygiene relevant germs were found. It was discovered, the distal end plastic distal end cover insulation < threshold, the light guide rod lens (1x) was cracked, the charge-coupled device cover lens was chipped, the bending section glue was worn out, the control unit mount had a defective thread, the air/water cylinder and the suction cylinder had scratched, the connector had chemical damage, the up down / right left knob angulation was less or at a specified value and the biopsy channel had cuts. The customer provided a cleaning, disinfection, and sterilization (cds) checklist for the endoscope, however; no information on reprocessing procedure was listed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.